Manufacturer narrative:
The customer indicated the use of a qualified company device and company handpiece. The customer indicated the use of a viscoelastic, which is not qualified for the lens/ company device combination used. The product investigation could not identify a root cause for the reported complaint. Information was provided that the multifocal, company lens, 18.5 diopter (add power +2.2/+3.2) lens was exchanged for a company lens, 18.5 diopter lens due to an unknown issue. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. The product was not returned to evaluate. Follow up attempts were made. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The company model lens, 18.5 diopter (add power +2.2/+3.2) lens was exchanged for a monofocal company model lens, 18.5 diopter lens. The manufacturer internal reference number is:(B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced unknown issue. The iol was exchanged in a secondary procedure approximately 1 month following the initial procedure. Additional information has been requested.